Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a zxt300 20.0 diopter multifocal intraocular lens (iol) was explanted from the patient's left eye due to the patient experiencing night time visual disturbances and a mild spider webbing effect around light sources post-operatively. Visual acuity post-op was noted as -.5d sphere. The patient was encouraged to nuero-adapt but could not tolerate and requested an explant. The lens was explanted and replaced with a monofocal iol. The patient is experiencing good vision and most complaints have stopped. The explanted lens is not available for return as it was discarded. No further information was provided.